Event description:
It was reported the device could not be interrogated properly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A longevity calculation was performed and the device was found to be below the expected limits. A new battery was attached to the device and communication was re-established. Bench and automated electrical testing was performed. No anomalies were found. The battery was returned to the vendor for analysis. An internal battery anomaly was found, which caused the reported communication anomaly.